Event description:
A falsely elevated troponin I result was obtained in duplicate on a patient sample. The result was reported to the physician. Subsequent sequential samples were run on an alternate analyzer and negative troponin I results were obtained. Repeat testing of the original sample on the alternate analyzer was also negative. The patient was admitted for observation. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is unknown. The instrument is performing within specifications. No further evaluation of the device is required